Event description:
It was reported that the patient had difficulty and frequent charging the ipg. It was noted also noted that the patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.